Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Incorrect sheath removal/failure to follow steps/instructions. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion with moderate tortuosity, heavy calcification and 95% stenosis in the proximal left anterior descending (lad) coronary artery. The 3.0x23mm xience xpedition failed to cross the lesion due to the anatomy. When the device was removed from the patient anatomy, the stent was found dislodged in the guiding catheter and retrieved with the guiding catheter. Reportedly, there was force applied during removal of the protective sheath. A 3.0x23mm xience xpedition was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported failure to advance and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. Reportedly, there was force applied during removal of the protective sheath. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: remove the product mandrel and protective stent sheath by grasping the catheter just proximal to the stent, and with the other hand, grasp the stent protector and gently remove distally. If unusual resistance is felt during product mandrel and stent sheath removal, do not use this product and replace with another. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system was advanced resistance was met with the moderately torturous, heavily calcified and 95% stenosed anatomy resulting in the reported failure to advance. As the device was withdrawn interaction with the guiding catheter resulted in the noted stent damages (stretched, crushed) thus resulting in the reported difficulty to remove and ultimately resulting in the reported stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.